Event description:
Pt had a balloon kyphoplasty procedure at lumbar levels l1 to l5. During completion of the procedure on the 5th lumbar vertebral body, the pt had a sudden loss of blood pressure and coded. CPR was performed after the pt was flipped over. Despite resuscitation efforts, the pt died a few hrs later in the ICU. No autopsy was planned.

Manufacturer narrative:
H6. Method - device not returned for eval; f/u communication with physician reporting event.